Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom through the history log as air-in-line alarms, but could not reproduce it during evaluation. The upstream sensor was replaced as it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum pump alarmed air detected when there was no air in the tubing. It was also reported that there was no pt injury.